Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a kinked cannula due to which she experienced high blood glucose level and pain due to diabetic ketoacidosis. Therefore, they tried to treat it with bolus via pump, but on (B)(6) 2024, she first went to emergency room and was subsequently admitted to the hospital due to high blood glucose level. Further, the patient was transferred to the intensive care unit. Her highest blood glucose level was over 600 mg/dl and she had high ketone level which healthcare professional assessed as dangerous or life-threatening. Moreover, the issue occurred with 3-4 similar types of infusion set and the site location was patient's abdomen. Furthermore, the infusion was used for one day. During hospitalization, the patient received fluids of saline, insulin, and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. On (B)(6) 2024, the patient was released from the hospital with no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.